Manufacturer narrative:
The reported observation ¿high impedance¿ was confirmed. The root cause was due to both leads having wire damage on all electrodes. The observation occurred during a revision. A review of the associated ipg logs and ipg testing did not note any anomalies that would have resulted in the observation during the implant period.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-14997. Related manufacturer reference number:1627487-2023-02650. It was reported that, following an rf procedure, the patient's ipg would not communicate with external devices. Reportedly, the ipg was placed into "surgery mode" prior to the procedure. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the cervical ipg and leads were explanted and replaced to address the issue. It was noted during the procedure, that both leads had high impedances.